Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring bent. At two different times, the c-ring bent (meaning the supports or shafts that slide the c-ring in and out) during their harvest. Nothing broke off and the c-ring stayed intact. They were able to straighten the c-ring both times and finish the case. Did not open new kit to finish case. No added time or patient harm.

Manufacturer narrative:
Trackwise #: (B)(4). A lot history record review was completed for lots 3000398526, 3000399339, and 3000399974 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.